Event description:
It was reported that an occlusion alert occurred on an ilet using a contact detach infusion set, with blood glucose readings of 264 mg/dl rising to 274 mg/dl before supplies were changed; the occlusion resolved only after a full supply change, and troubleshooting and education were completed. Customer care provided support that included guided troubleshooting on the device and infusion set, clearing the alert, visual inspection of tubing, and a complete supply change. Investigation of this case revealed an insulin delivery occlusion related to the infusion set pathway that was corrected by replacing supplies, consistent with an infusion set obstruction. No clinical symptoms associated with hyperglycemia reported. Outcomes included recovery without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set¿related occlusion leading to interrupted insulin delivery.